Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device calibrated with sensor and test plug. No calibration anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 562 mg/dl. They treated with a manual injection. They were having sensor discrepancies. They had two different meters that was giving them a blood glucose reading of 570 mg/dl. They took 10 units of manual injection. The customer stated they were itching all over and was very thirsty. The customer declined troubleshooting. The device will not be returned for analysis.